Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the delivery catheter system (dcs). The device was received with the handle components detached from the dcs, the capsule partially opened, the end cap/screw gear snap fit connected, and the tip-retrieval mechanism intact. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The trigger moved to fully advanced and retracted positions and locked in place when released. White marks were observed over the nitinol reinforcing frame on the proximal end of the capsule. Both tab 3 and tab 4 were observed to have detached from the male actuator component. A kink was observed along the distal end of the inner member shaft near the nose cone, and the distal end of the capsule was noted to be slightly deformed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. The device was received with the handle components detached from the delivery catheter system (dcs), confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Kinks were observed on the inner member shaft. The description of the event does not indicate that this kink occurred during the reported issue, and the cause of this damage cannot be determined. Inner member shaft kinks have historically been seen on devices returned without the stylet in place during transport back for analysis. The distal portion of the capsule was observed to be slightly deformed. This likely occurred due to the inability to recapture the valve fully. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blue handle of the delivery catheter system (dcs) fell apart while attempting to recapture the valve. The valve was exposed to the sixth node of the valve frame. The dcs handle could not be reassembled and turning the internal parts of the handle did not recapture the valve. The partially recaptured valve was pulled back to the descending aorta and an attempt to use the grey to blue recapture trigger was unsuccessful. An attempt to recapture the valve with the dcs end cap was also unsuccessful. The partially recaptured valve was then pulled down into the iliac artery. The patient¿s calcified iliac anatomy compressed the exposed portion of the valve, which allowed the valve to slide back into the capsule until only two nodes of the valve frame were exposed. Then, the dcs and valve were withdrawn from the patient¿s body and not used for implant. A new dcs was used to successfully implant a new valve. No adverse patient effects were reported.